Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent delivery system (sds) was returned for analysis on the guidewire and without the midshaft section and the hypotube. The stent had detached from the balloon and was returned for analysis. A visual examination of the detached stent found the entire stent profile was damaged with struts distorted, stretched and lifted from the stent profile. The device was loaded on a 0.014¿ guidewire which showed signs of damage and could not be removed from the device. The balloon cones profiles were reviewed and severe damage was noted across the proximal half of the balloon. Crimp markings are evident on the distal half of the balloon and there were no signs of damage to the distal cone. The proximal portion of the balloon was severely damaged, bunched together and accordioned. A visual and tactile examination found severe damage to the outer and inner shafts which were bunched together and accordioned. The damage extended over the balloon of the device. The inner lumen was broken however the location could not be determined due to the severe damage. The outer extrusion most likely broke close to the port bond. Contrast media and blood was evident during analysis. The bumper tip of the device also showed signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the device became stuck on the guide wire. The target lesion was located in the proximal right coronary artery. This 2.75x24mm promus element plus stent delivery system was selected along with an unspecified guide wire. However, during advancement over the unspecified guide wire sds became stuck. The sds was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the device became stuck on the guide wire. The target lesion was located in the proximal right coronary artery. This 2.75x24mm promus element plus stent delivery system was selected along with an unspecified guide wire. However, during advancement over the unspecified guide wire sds became stuck. The sds was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.